Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How long was the procedure extended by (hours/minutes)? Was there any change in the post-operative care of the patient due to the event that occurred?

Event description:
It was reported that during an unknown procedure, the device did not staple but only cut. The device used another device to finish procedure. Delay in the procedure. No other patient consequence reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # p57m8w. Device evaluation summary: the analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recessed below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: how long was the procedure extended by (hours/minutes)? Less than 30 minutes was there any change in the post-operative care of the patient due to the event that occurred? None. The patient went out to d-9.